Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced bladder infection, yeast infection, pain, vaginal bleeding, bladder bleeding, vaginal pain, depression, mesh erosion, perforated urethra and vaginal wall, subsequent dystrophic calcification of patient's underlying mesh, pelvic pain, hematuria, vaginal lesion, prolapsed bladder, required surgical intervention to remove the mesh and two courses of antibiotics. Patient may also require an additional surgery in the foreseeable future.